Event description:
New information received notes that the post-paced t-wave oversensing (pptwos) was initially seen in clinic. The device will continue to be monitored. The patient was stable and asymptomatic.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). No intervention has been reported. Patient condition was unknown.